Event description:
The facility reported an infusion pump that was involved in an incident of an infiltration. No adverse outcome resulted. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medication involved, pt injury, medical intervention, or set up of the infusion device.